Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Complaint history and device history records could not be reviewed because part and lot numbers were not provided. This device is used for treatment. Surgical notes were not provided; therefore, it is unknown if the devices were implanted with the correct fit and orientation per the surgical technique. A definitive root cause cannot be determined with the information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2016-04771-1).

Manufacturer narrative:
Product identification is unknown.

Event description:
It was reported that a patient underwent revision of a unknown nexgen knee due to pain. Components were implanted approximately 16 years ago. A nexgen patella and articular surface were revised with a 75 minute delay.